Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced heart attack on (B)(6) 2016. The patient had a scs lead implant on (B)(6) 2016. Consequently, the patient was admitted to the hospital for treatment. Reportedly, the issue was not related to the scs system or the procedure.